Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of this device is completed, a follow-up/final report will be submitted. Initial reporter - telephone number: (B)(6).

Event description:
It was reported that during the surgery, the air leakage was found on this complaint product. This product couldn't hold air, so the surgeon used an alternative product for the surgery. There was no harm, and the delay was less than 15 minutes. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Visual examination of the returned product/provided pictures found no obvious tears or damage. Functional testing found that a leak existed at one of the right angle cuff ports. No other area in the cuff had a leak. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.